Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012. (B)(6). Recall # 2531779-03/24/2010-003-r. Evaluation revealed a misaligned display screen and partially dislodged force sensor flex pins. Review of the pump download history revealed loss of prime warnings associated with zero force. The pump was exercised for 24 hours with no loss of prime warnings being duplicated. The pump passed the force sensor calibration check. The pump was opened after testing and a crooked old display was observed. It was noted that the force sensor flex pins were found to be partially dislodged from pcb socket.

Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. This report is being made based on the evaluation results.